Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, product type: catheter . Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign distributor regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump for dystonia. It was reported that the patient went for a baclofen refill. The refill was performed by an inexperienced healthcare professional (hcp). 12 hours later, the patient was admitted to the hospital because they were showing withdrawal symptoms (increased spasms). The treating physician suspected that the hcp, during the refilling procedure, accidentally damaged the catheter, thus causing the re-appearance of the symptoms. At the hospital, the physician did empty the reservoir and the drug was there, though it was not clear if the aspirated volume was as expected. To verify the hypothesis of a broken catheter, the physician decided to run a dye study. No further complications were reported.